Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine preventative maintenance, the cs300 intra-aortic balloon pump (iabp) failed battery runtime.

Event description:
It was reported that during routine preventative maintenance, the cs300 intra-aortic balloon pump (iabp) failed battery runtime. There was no patient involvement.